Event description:
The device was placed on (B) (6) 2008, and recently, it started slowly sliding out. The doctor thought there might be something wrong with the cuff and removed the device on (B) (6) 2009. Upon removal, the cuff detached and remains in the patient. The doctor felt that it would be too risky to try to remove the cuff at this time.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.